Event description:
The surgeon implanted a silicone lens model aa4204vf and was damaged during insertion. When the lens was removed, the incision was enlarged and sutures were needed. There were no other pt injuries noted.